Event description:
It was reported to philips that the system's flexvision monitor was frozen and unable to display. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned treatment. The procedure was delayed and completed by restarting the system at the time of event. The philips remote service engineer (rse) checked the system remotely and confirmed that the system's flexvision monitor was frozen and unable to display. Upon troubleshooting, the philips remote service engineer (rse) checked system log remotely and found that communication with flexvision pc was lost and requested onsite support. The rse also instructed the customer to restart the system. On further troubleshooting the philips field service engineer (fse) found no error with the system and found that system restart solved the issue. To resolve the issue, rse instructed the user to restart the system. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.